Manufacturer narrative:
Analysis was performed by onsite service personnel which included testing performance testing of the alleged device. The results of the analysis were the blood pressure pump were defective and needed to be replaced. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was a faulty blood pressure pump. The issue was resolved by replacing the defective part and the device is back in service. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).

Event description:
It was reported that the device continues to inflate quite high, then drops a small amount, inflates, drops, inflates, drops and this continues. The customer is not able to use the device because its just getting tighter on the patients arms and not providing a reading. The device was in clinical use. There was no report of patient or user harm.